Manufacturer narrative:
On 10-sep-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a leakage in the device. The medical team discovered a crack in the stopcock on the vizigo sheath. These issues were not noted until the end of the procedure so no replacement was used. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the access port with a three-way stopcock was cracked. The irrigation test was performed and a leakage was observed in the crack of the access port. A device history review was performed for the finished device number lot 60000396 and no internal action related to the complaint was found during the review. The side port broken issue reported by the customer was confirmed. The potential cause of the crack of the side port could be related to the manipulation of the device after or during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Inject or saline flush only from the side port. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a leakage in the device. The medical team discovered a crack in the stopcock on the vizigo sheath. These issues were not noted until the end of the procedure so no replacement was used. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).